Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, the log files for the work station were truncated due to the amount of time from the exam read to the discovery of the report missing. As a result of the truncation, it was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a customer contacted merge unity technical support and alleged that an exam report was saved but when attempting to open the exam a message is displayed on the screen that shows "no report." Merge support investigated the customers allegation and determined that there was a save event for the customers' alleged report. However, merge unity technical support was unable to find the saved report for the customer. This required the physician to re-read the exam for resolution. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).

Manufacturer narrative:
This case/site was linked to jira (B)(4). Missing reports issue: reports are failing to upload after a pop-up indicates an issue communicating with the server. Retrying also fails. The jira was closed and verified as resolved in software version r11.1.2. The site was upgraded to r11.1.2.5 on 08/22/2017. The exam was available for review at all times, and the report was re-read by the physician. No further evaluation/investigation will be performed regarding this incident.